Event description:
A discordant falsely elevated cardiac troponin-I (ltni) patient sample result was obtained on a dimension xpand plus with hm system. The same patient sample was reprocessed on the same system, and lower cardiac troponin-I results were obtained. It is unknown if the falsely elevated cardiac troponin-I (ltni) patient sample result was reported. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated ltni patient results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely elevated cardiac troponin-I (ltni) result obtained on a patient sample on a dimension® xpand® plus with hm integrated chemistry system. Siemens is investigating the event.

Manufacturer narrative:
Correction, sections b5 and b6. The assay mnemonic corrected to ctni from incorrect ltni. B6: corrected typographical error (extra digit in serial number) (B)(6). Additional information (07-nov-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the instrument data files and the information provided by the customer. A siemens field service engineer (fse) was dispatched to the site. The fse performed multiple troubleshooting or maintenance service tasks for issues of this nature. The cause of the event is unknown. The customer is operational. The device is performing according to specifications. No further evaluation of this device is required. Section h6 has been updated to reflect siemens' investigation. Initial MDR 2517506-2022-00219 was filed on 30-aug-2022.

Event description:
A discordant falsely elevated cardiac troponin-I (ctni) patient sample result was obtained on a dimension xpand plus with hm system. The same patient sample was reprocessed on the same system, and lower cardiac troponin-I results were obtained. It is unknown if the falsely elevated cardiac troponin-I (ctni) patient sample result was reported. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated ctni patient results.